Event description:
It was reported by service report that the scale is reading an incorrect weight. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Loadcell out of calibration.